Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed dashes (---) for parameters with a message of back-up operation. Attempts to reprogram and perform a software download were unsuccessful. The device was reportedly exposed to magnetic resonance imaging (MRI). Therefore, the device was replaced.